Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cres6106 recanalization catheter allegedly experienced a detachment of device component. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cres6106 recanalization catheter allegedly experienced a detachment of device component. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review will be performed. The investigation is confirmed for detachment. The definitive root cause could not be established. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cres6106 recanalization catheter allegedly experienced a detachment of device component. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The evaluation identified a circumferential break at the distal end of the catheter and on the corewire and outer catheter. The definitive root cause could not be established. The device is labeled for single use.